Event description:
Patient representative reported "massive" capsular contracture baker grade unknown, seroma, and adipose tissue necrosis. This record relates to the right side. The status of the device is unknown.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.